Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): no anomalies found, but there blood on conductor and helix was bent; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the helix moved out without screwing it. Prior to the attempt the helix did not move. The movement was seen on fluoroscopy, and a reverse screwing was not successful. The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "stable".